Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the system could not be powered up correctly after a power loss. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The customer stated that the system lost power while the surgeon was grasping the patient¿s gall bladder with two instruments. Once the system was powered up after the power was restored, the customer reported that error 319 occurred, and all led indicators were red. The tse had the customer power down the system and ensure that all power buttons were amber. After the customer powered the system back on, all power buttons went blue; however, the customer stated that a message regarding self-test in progress appeared, and the vision was not restored. After that, the patient side cart (psc) touchpad prompt the customer to select patient anatomy and deploy for draping; however, the customer never heard the message ¿da vinci is ready.¿ the surgeon elected to convert the procedure to traditional laparoscopic surgery. The customer used instrument release kit (irk) to open the jaws to remove the instruments. No known impact or patient consequence was reported. The isi clinical sales representative (csr) called back the next day after system was connected to system logs. The tse was able to review the logs and confirmed that there was power loss of the system (core lost ac power), which was a communication issues, and the endoscope controller (ec) did not start up correctly. The csr stated that after converting to laparoscopic surgery yesterday, the staff was able to eventually get the system started and was able to hear "da vinci is ready". Tse also confirmed clean live logs from this morning with the system currently powered on.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was informed by isi technical support engineer (tse) that the system was back at a healthy status. The fse verified through system logs the system was functioning correctly. No site visit was required.